Event description:
The catheter broke while trying to withdraw blood.

Manufacturer narrative:
Attempts have been made to obtain add'l info. Upon completion of the investigation, a supplemental report will be submitted.